Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was over 600 mg/dl and 347 mg/dl. Customer was assisted with troubleshooting. Customer also stated that they received insulin flow was blocked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).